Manufacturer narrative:
(B)(6). Concomitant medical product: unknown oss femoral component, cat#: unknown lot#: unknown; unknown oss tibial tray, cat#: unknown lot#: unknown; unknown oss assembly components, cat#: unknown lot#: unknown; unknown oss femoral stem, cat#: unknown lot#: unknown; unknown oss tibial stem, cat#: unknown lot#: unknown; unknown patella, cat#: unknown lot #: unknown. Initial reporter: yasser r. Farid, rishi thakral, henry a. Finn ¿intermediate-term results of 142 single-design, rotating-hinge implants: frequent complications may not preclude salvage of severely affected knees¿ the journal of arthroplasty 30 (2015) 2173-2180. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05445, 0001825034-2017-05446, 0001825034-2017-05447, 0001825034-2017-05448, 0001825034-2017-05449, 0001825034-2017-05450, 0001825034-2017-05451. Product location unknown.

Event description:
It was reported in a journal article that there were 7 hematomas reported as early surgical complications. Attempts have been made and no further information has been provided.